Event description:
It was reported that the foreign substance was found in the package. The hospital has not back up, so the surgeon used competing brand irrigation system, and the procedure was completed with no problem.

Manufacturer narrative:
Additional info will be provided once investigation is completed.